Event description:
It was reported that leakage was found at the injection hub of the distal lumen during placement in a patient. A new kit was used.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-l cvc catheter for evaluation. Visual examination of the catheter revealed the catheter body to be cut in half, likely intentionally and not related to this complaint. After the catheter failed functional testing, the distal lumen was microscopically examined. A small hole was detected at the junction of the distal luer hub and extension line. This hole is consistent with undue force being applied on the extension line. Also, the distal extension line appears to have been stretched out. The length of the distal extension line measured 102mm which is not with specification 76-96mm per product drawing. However, the extension line appears to be stretched out, most likely occurring during use. The outer diameter of the distal line measured 2.40mm which is within specification of 2.39-2.49mm per product drawing. The outer diameter measurement was taken close to the distal hub. When the outer diameter was measured in the middle of the extension line, the outer diameter measured 2.02mm which falls out of specification, further confirming the extension line being stretched during use. The inner diameter of the distal extension line measured 1.67mm which is within specification of 1.65-1.75mm per product drawing. The catheter was first flushed using a lab inventory syringe to ensure there were no blockages. The distal end was then clamped and a water-filled lab inventory syringe pressurized each line. The distal lumen leaked near the luer hub when pressurized. No leaks were detected in the proximal or medial extension lines. A manual tug test confirmed both extension lines were fully secured within the luer hubs. Manufacturing engineering was contacted to determine a potential root cause for the defect observed. It was indicated that the damage is consistent with excessive force being applied to the the distal luer hub of the extension line. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak during use was confirmed by complaint investigation of the returned sample. The distal extension line contained a small hole adjacent to the luer hub. Based on feedback from manufacturing engineering, this damage is consistent with undue force being applied to the distal extension line luer hub. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that leakage was found at the injection hub of the distal lumen during placement in a patient. A new kit was used.